Event description:
It was reported that the patient presented to the clinic for a scheduled follow on (B)(6) 2022. Upon interrogation of the pulse generator, it was found that the right atrial (ra) lead had false automatic mode switch (ams) episodes due to oversensing noise. The ra lead was capped and replaced on (B)(6) 2022. The patient¿s condition was stable throughout.

Event description:
New information received stated that the episodes of atrial lead noise oversensing occurred since and before the patient started following up with the current physician over a year ago.

Manufacturer narrative:
Correction: section b3 - previously reported with event date of 20 apr 2022 but should have been unknown.